Manufacturer narrative:
Concomitant product: d224drg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the patient's right atrial (ra) lead was exhibiting noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the right atrial (ra) lead may have had an insulation breach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.